Event description:
It was reported the patient tried to adjust stimulation with the patient programmer but the stimulation would not go any higher. It was stated they had a loss of therapeutic effect. It was noted they needed to turn the stimulation up because their arms started to shake again. It was noted last (B)(6) they tried to load their rocking chair and they had tripped on a cord. It was noted they ¿busted a hole¿ in their right elbow and injured both knees. It was stated they had seen a change in therapy after that episode. It was noted they did not contact their doctor after the fall. It was further reported the patient was going to be seen by their doctor on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v068429, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3387s-40, lot# v012316, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).